Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the forceps stopper detachment could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not allow the insertion tube to bend in a radius of 10 cm or less at the junction of the boot. Insertion tube damage can occur. Do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface at the distal end is particularly fragile, and visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. The following findings were noted during device evaluation: operation part scratch, grip scratch, angulation stopper scratch, air vent metal scratch, up/down angle fixing lever scratch, eyepiece scratch, fixed ring scratch, eyepiece leakage, image guide bundle shim, poor water tightness due to detachment of forceps stopper cap, operation part liquid leakage, eyepiece liquid leakage, grip liquid leakage, and up/down plate liquid leakage. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope had broken forceps channel, unable to remove tee tube during reprocessing. Upon inspection and evaluation, the forceps stopper detachment. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.